Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the territory manager that the customer reported that the pump would become warm/hot when the pump was not plugged in and charging. The customer did not provide any specific dates of when this event occurred, and was not with the contact at the time of the call so troubleshooting could be performed with tandem technical support. There was no impact to the customer's blood glucose level.